Event description:
It was reported that device entrapped on guidewire occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified mid-left anterior descending artery. A 1.75mm rotapro and a rotawire were selected for use. During the procedure, the rota catheter was advanced within the guide catheter. However, when it was tried to move up to the platform, when it was pulled out from the catheter, the wire was slightly advanced at the inner part. Then, it was tried to pull slightly, but it felt that it got stuck and could not be pulled. Furthermore, when the rota catheter was pulled within the guide catheter, the wire was also pulled out, so it was removed as it was. The wire was tried to be removed from the rota catheter outside the patient, but it did not move. The procedure was completed with another of the same device. No patient complications were reported and the patient status was good post procedure.